Event description:
The pt's diabetes educator called lifescan on 12/7/04 and alleged that the pt's meter was prompting an error 1 message. The pt was using the correct technique, however, when attempting to test, the error 1 message would appear. The pt visited her physician due to not being able to test; she stated that no treatment was received. No symptoms were reported at the time of concern. The pt stated that the battery was in good condition. The pt attempted to retest while on the phone with the lfs customer care rep and the issue was not resolved. Based on the info provided, there is evidence of a meter malfunction, however, there is no indication that the meter contributed to a serious injury. A replacement meter is being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.